Manufacturer narrative:
The returned device was evaluated. When powered on led segment on the led digits did not fully light up. The device was able to obtain readings. Internal inspection showed the u9 chip on the system board has failed preventing a segment of d2 led from powering on. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing segments. No patient impact or consequences were reported.